Manufacturer narrative:
Facility contacted tams to perform service on the system on 08/26/2004. When the tams customer engineer phoned in he was informed of the alleged incident. Tams employee scheduled a visit to the site on 08/30/2004. Tams ce was informed by the customer that the cable had fallen from the cable retaining bracket on the side of the overhead tube assembly. Tams ce tried to cause the cable to come out of the bracket by vigorously operating the system without success. Cable was then tie-wrapped to the overhead assembly to prevent an operator from inadvertently removing the cable, at the customer's request. Tams ra department was originally informed by the facility risk management department that an injury had allegedly occurred. Additionally the rep stated that the facility's investigation determined that user error was the root cause. Tams/tmsc do not intend to take further action at this time.

Event description:
Facility alleged that a control cable from the overhead assembly made contact with the tilt switches located on the spot film device, which caused the table to tilt with a pt on the table. Initial reports from the facility alleged that the pt was injured. Ref mw1033158.